Event description:
Caller reported an issue with an incorrect pump time setting, with no known reason for the discrepancy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for any recurring discrepancies, with the caller acknowledging the guidance provided.